Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal history from the total daily dose was discrepant from the basal option screen basal total. There was no indication that delivery was suspended inadvertently or by a pump issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-product analysis:the device was returned and evaluated by product analysis on 04/01/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior. An alarm for exceeding the maximum total daily dose was observed due to a manual time change by the user from am to pm. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.